Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) stopped working, and was unable to be interrogated. It was further reported that the patient had received radiation around the time the device stopped working. The icm was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis determined that the telemetry failure was caused by a severely depleted battery. With the hybrid powered by an external supply, testing and evaluation reported normal operation with typical current drain levels and functionality. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was damaged. Returned information confirmed extended radiation exposure which caused the device to malfunction. If information is provided in the future, a supplemental report will be issued.